Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Contact force was displayed and the device met specifications for optical signal properties when the returned device was connected to the tactisys quartz unit, with no error messages noted. In addition, the catheter met specifications during electrical testing and temperature testing. However, the device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed the pi irrigation tubing had been fractured at the irrigation tubing transition near the deflectable portion of the catheter shaft, consistent with the failed shaft leak and irrigation leak tests and fluid ingress.

Event description:
This report is to advice of a leak noted during analysis of the catheter.